Event description:
Healthcare professional reported "draining wound". This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification to h6 -- health effect - clinical code: e2402 represents the reported event of "draining wound". A review of the device history record has been completed. No deviations or non-conformances noted. The event of "draining wound" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "draining wound".